Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was provided on 07/17/2025 where it was stated they are usure how the device broke, possibly during drilling it may have hit the k-wire. The patient had a good bone quality. All fragments were retrieved. The procedure was complete before the broken drill bit was discovered. There was a 30 minute delay that did require additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/07/2025, a facility representative reported via (B)(4) that an ar-18800-01 drill bit was noted inside the patient. This occurred during the removal of the right foot external fixator right fourth metatarsal lengthening with allograft placement and internal fixation, extensor digitorum longus tendon lengthening right foot, fourth metatarsal phalangeal joint capsulotomy right foot, tailors bunion repair with distal fifth metatarsal osteotomy and screw fixation right foot arthrex cannulated bone dowel revision allograft when the drill bit was noted inside the incision when the final x-ray was taken. The fragment was approximately .5cm in length. The fragment was removed with no harm to the patient.